Event description:
A perclose proglide device was received at abbott vascular without any reported information. There was no device issue reported or no report of any adverse patient sequela. Device analysis showed all device components were in a predeployed state and dried blood was found throughout the device. There was evidence that the device was introduced into the anatomy, but not deployed. Therefore, the method used to achieve hemostasis is unknown. Additional information was attempted to be retrieved, but the abbott vascular representative could not identify the account that sent the device to abbott. The physician was not identified, therefore, it is unknown if he is trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). Estimated date of occurrence (date was not reported). Evaluation summary: the device was received for evaluation. There was no device issue reported. Analysis of the device suggested that a failure to achieve luminal blood marking during the device insertion might have occurred. The probable cause was determined to be related to operational context. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.